Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an improper shut down, post green dot process of software update and baxter wireless battery module inspection. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.